Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported mesna is to infuse over 24 hours, but the infusion completed at 1420, which was 3 hours early. There's no report of patient harm. The customer later reported this event was possibly related to a discrepancy with the bag's initial volume or to fluid being wasted by over priming the IV set. The customer declines further investigation.